Event description:
During the procedure, a cook 6 shooter saeed multi-band ligator was used. Per the information provided on the medwatch provided by the FDA, the esophageal bander was firmly pushed onto the end of the endoscope. Placement was confirmed by the gi nurse and the physician. The bander [barrel] dislodged from the end of the endoscope during introduction into the patient's mouth. They were unable to use the product on this patient. The patient was not harmed. On (B)(6) 2014, additional information provided by the user facility stated another of the same device with a different lot number was used to finish the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to the occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. The handle, trigger cord and loading catheter were included in the return. The barrel was not included in the return. Therefore, an evaluation of the friction fit portion of the adapter could not be performed. A review of the recommended scope size for this product indicated that this product is recommended for endoscopes having a distal end diameter of 8.6 mm (0.338")- 9.2 mm (0.362"). The user indicated that this product was used with an olympus gif-q180 endoscope which is compatible with this product. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The sub assembly work order for the friction fit adapter was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because all of the device components (particularly the barrel) were not returned. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Labeling on the device lists the recommended endoscope size for each mbl device. Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. The caution label on the device instructs the user to "ensure barrel is fully advanced onto tip of endoscope. Failure to do so may result in barrel becoming dislodged." The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.